Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and upon repositioning, the atrial lead exhibited high threshold and low impedance. The lead was not installed and a new lead was implanted. The patient was stable post procedure.